Event description:
Ous MDR - after an implantation period of approx. 58 months oversensing without shock was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18.5 cm distal to the is-1 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead fragments. Particularly on the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause of the oversensing which led to shock delivery as reported in the complaint text. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labour involving the upper body are known contributing factors. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Furthermore the shock coil was deformed and the conductor cables to the ring electrodes were found pulled out of their lumens which most likely resulted from tensile forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.